Event description:
It was reported that during patient use, the ventilator started clattering at 15:27 and gradually became louder. At 17:10, an abnormal noise like something was disconnected internally occurred. Then the external power shut down alert and back up battery change alert generated and did not stop. The ventilation volume rose to from 300 ml to 1000 ml. Another abnormal noise started and became louder. The patient was ambu bagged. At 17:20, the patient was removed from the ventilator and transferred to another ventilator. This was performed without any reported patient harm. The ventilation had stopped. The ventilator could not be shut down normally, so the power button was held down and it was forcibly turned off. Afterward, the ventilator was turned back on and it worked normally. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A pump was returned for evaluation. The service engineer evaluated the pump and confirmed the customer reported malfunction. The unit under test (uut) was placed into the test unit and it was loud during initial startup. The uut failed/stopped after approximately 10 seconds. The linear bearing was broken. The third party sevice provider replaced the pump.